Event description:
It was reported a patient presented at a hospital for a lead extraction due to dislodgement of the lv lead. At a prior interrogation, loss of capture on the lv lead was noted and an x-ray imaging confirmed that the lead had dislodged. The patient underwent surgery, the lead was extracted with a laser extraction system during which the coronary artery was dissected. As such, it prevented the physician from implanting a new lv lead successfully. This did not result in any noted adverse patient events. The patient remained stable before, during, and after the procedure and will continue to be monitored and is planned for a follow up lv lead implant in the near future.

Manufacturer narrative:
This supplemental report is to correct the initial MDR reported date of birth of the patient, which is submitted on (B)(6) 2017. The correct date of birth is (B)(6) 1940 not (B)(6) 2017.

Manufacturer narrative:
A partial lead was returned in two pieces. The connector portion measured 8.3 cm and middle portion measured 46.6 cm. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.